Event description:
This case is cross referred with the cases (B)(4) (cluster). This unsolicited case from united states was received on 28-dec-2017 from physician. This case concerns a patient (demographics: not provided) who received treatment with synvisc one injection and after unknown latency had increased pain. Also device malfunction was identified for the reported lot number. No medical history, past drug, concomitant medication and concurrent condition was provided. On an unknown date, patient received treatment with intra- articular synvisc one injection (batch/lot number: 7rsl021 and expiration date, dose, frequency, indication: not provided). On the same day, the patient had increased pain after the injection. Corrective treatment: not reported for both events. Outcome: unknown for both events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction pharmacovigilance comment: sanofi company comment dated 04-jan-2017: this case concern a patient who received synvisc one injection from the recalled lot and had increased pain after the injection. The concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the event to the products cannot be excluded.